Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after feeling a vibratory alert. The device was interrogated and was in backup vvi mode due to event queue overflow. The firmware was downloaded to resolve the event. The patient was stable.